Event description:
It was reported that the user experienced persistent hyperglycemia after changing the teflon infusion set multiple times due to improper placement, with the ilet indicating a site change and continuous glucose monitor (cgm) readings up to 300 mg/dl and a glucometer value of 277 mg/dl. The device involved was the ilet with a teflon infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified consistent with improper or incorrect procedure for infusion set insertion and connection on the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.